Manufacturer narrative:
(B)(4). Batch # r59l0f. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the piece that broke off the silver cartridge pan? Yes. If not, please explain. Did this occur while reloading the device? No. Or, did this happen inside the patient? After firing on the tissue of the patient if so, were all cartridge pieces retrieved? Yes. Is the current patient status known? Yes, patient is fine. Follows the standard protocol after gastric bypass surgery. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No.

Event description:
It was reported that during a laparoscopic gastric bypass procedure it seems the cartridge of the reload broke off and a piece got stuck in the anvil. Therefore it was impossible to use the stapler. A new psee60a was taken.